Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2021 by the knee surgery, sports traumatology, arthroscopy, titled ¿a hinge position distal to the adductor tubercle minimizes the risk of hinge fractures in lateral open wedge distal femoral osteotomy". The study reviewed twenty-one (21) patients who underwent opening wedge ldfo (lateral distal femoral osteotomy) using arthrex peekpower ldfo plate to address opening wedge lateral distal femoral osteotomy for symptomatic valgus malalignment. It was reported that seven (7) patients experienced hinge fractures. Source winkler, p. W., rupp, m. C., lutz, p. M., geyer, s., forkel, p., imhoff, a. B., & feucht, m. J. (2021). A hinge position distal to the adductor tubercle minimizes the risk of hinge fractures in lateral open wedge distal femoral osteotomy. Knee surgery, sports traumatology, arthroscopy: official journal of the esska, 29(10), 3382¿3391. Https://doi.org/10.1007/s00167-020-06244-6.